Manufacturer narrative:
(B)(4).

Event description:
It was reported the event occurred in the intensive care unit. The patient was diagnosed with septic shock. The insertion site was the right internal jugular vein. During the insertion of the swg through the puncture needle, the guide wire became bent. There was a delay in treatment noted. The harm to the patient is noted as extended comfort and delay in treatment. There are no patient complications, death or injuries.